Event description:
It was reported the patient presented remotely via merlin net. Review of the transmission revealed the right ventricular lead was oversensing noise that resulted in pacing inhibition. The right ventricular lead was explanted and replaced. The patient condition was unknown.